Event description:
It was reported that when using the bd pyxis¿ medbank tower, the order was not allowing the nurse to issue the medication. She was able to see the order, but there was no blue dot present, even after scrolling forward and backward. As a result, the order had to be issued by override. This medication was not made in a 15 mg tablet. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the order was not allowing to issue. A technical support specialist (tss) provided the user instructions on how to set up single use auto waste and configure the emr (electronic medical record) to send a quantity of 1.5 tablets for the 10 mg order. The system functioned as intended after the technical support specialist instructed to customer.